Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead had high lead impedance. There was no known clinical performance issue and the lead remains in use based upon medical judgement. No patient complications were reported as a result of this event.